Event description:
It was reported that a patient experienced cloudy effluent along with symptoms of fever and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cloudy effluent event was presumed to be a peritonitis event. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome was unknown. Action taken with pd therapy was unknown. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) cmplnt-(B)(4).